Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported she was hospitalized in the critical care unit with diabetic ketoacidosis (dka). The patient's blood glucose reached 420 mg/dl. The pod was worn between 4 and 24 hours. The patient reported symptoms of vomitting and confusion. She was treated with insulin drip, fluids, and potassium. The patient has since been discharged from the hospital. The patient's blood glucose and insulin history is as follows: time: bg(mg/dl): bolus(u): 12:57pm; 3.4. 1:04pm; 385. 1:05pm; 0.2. 1:09pm; 411. 1:18pm; 420. 7:29pm; pod deactivated.